Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The instrument was recalibrated and the samples were repeated and higher results were obtained. Individual results were not provided, however the originally reported low results were approximately 131 mmol/l and the repeated results were 138 to 139 mmol/l. Amended reported were initiated. The erroneous results were reported out of the laboratory. Treatment was not initiated or withheld based upon the erroneous low results.

Manufacturer narrative:
Qc was within lab established ranges prior to the event. Post the event, qc was low. The instrument was recalibrated and qc result was within range. Service was initiated to review of instrument performance and on (B)(6) 2010; service reviewed the instrument, which passed within specifications.